Event description:
Same case as MFR:2134265-2011-04408. It was reported that during preparation for a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred. A 1.75mm rotalink burr and rotawire were selected. During preparation, it was noted that the burr cut the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).